Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. An angioplasty procedure was to be performed on a lesion in the right coronary artery. The shaft of the synergy ii drug-eluting stent broke. No further details were available.